Event description:
It was reported that an out of range shock impedance greater than 125 ohms was noted on the right ventricular (rv) lead connected to this device. It was noted that impedances had been ranging from 100 to 120 ohms. It was reported that the patient would continue to be monitored. No adverse patient effects were reported. The rv lead and this implantable cardioverter defibrillator (ICD) remain in service. Additional information was received that this ICD device was subsequently explanted and replaced for normal battery depletion. No adverse patient effects were reported. The device was returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The associated analysis determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. In addition to this analysis, the battery voltage was found to be lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out of range shock impedance greater than 125 ohms was noted on the right ventricular (rv) lead connected to this device. It was noted that impedances had been ranging from 100 to 120 ohms. It was reported that the patient would continue to be monitored. No adverse patient effects were reported. The rv lead and this implantable cardioverter defibrillator (ICD) remain in service.